Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported the patient is making a claim for an adverse patient outcome against ventralex st. It is alleged that the patient underwent revision surgery on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralex st. Per op notes, ¿lot of adhesions near the umbilicus was taken down. A large hernia defect was noted in the periumbilical region. The hernia sac was dissected free and reduced. A ventralex st mesh was placed and secured using sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of ventralex st mesh. Per op notes, ¿old two meshes were noted. One near the umbilicus with another one attached lateral to that. Small bowel adherent to old mesh was lysed. All the old mesh was excised entirely. The fascial defect was noted and reduced. The defect was repaired with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2016) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported the patient is making a claim for an adverse patient outcome against ventralex st. It is alleged that the patient underwent revision surgery on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.